Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was not reported. The patient was hospitalized and treated with vankomycin injection (1g, intraperitoneal) and amikacin injection (100mg, intraperitoneal) (start dose) followed by cefepime tazopactum injection (1.125g, one bag per day, intraperitoneal). At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b6, b7, d10, e1, e3, h6 and h11. B5: upon follow up, it was reported the patient experienced bacterial peritonitis. The cause was reported as change of caretaker. The patient was hospitalized the day after diagnosis and was discharged after 8 days. Cefepime was discontinued after fourteen (14) days. Thirteen days (13) after diagnosis, the patient recovered from all the events and pd therapy is ongoing. Retraining for aseptic technique was performed on an unknown date. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.